Event description:
The customer received discrepant results for one csf patient sample tested for glucose hk (glucose) and total protein urine/csf (tpuc3). The chemistry tube of the sample initially recovered a glucose value of 0.1 mg/dl accompanied by a data flag and a tpuc3 value of 0.0 mg/dl accompanied by a data flag. The initial results were reported outside of the laboratory as <4 mg/dl for glucose and <2 mg/dl for tpuc3. A doctor called about the low results reported for tpuc3 and glucose. The chemistry tube was repeated on a different c501 analyzer (serial number (B)(4)) resulting with no value for tpuc3 accompanied by a data flag and a result of 58 mg/dl for glucose. The tpuc3 was automatically repeated by the analyzer resulting as 59 mg/dl. These repeat values of 58 mg/dl for glucose and 59 mg/dl for tpuc3 were considered to be correct. The customer also repeated the same sample from two other tubes designated for hematology. The first tube run on c501 serial number (B)(4) resulted with a tpuc3 value of 61.9 mg/dl accompanied by a data flag. The first tube repeated on a different analyzer resulted with a glucose value of 57.1 mg/dl. The second tube run on c501 serial number (B)(4) resulted with a tpuc3 value of 60.2 mg/dl accompanied by a data flag. The second tube repeated on a different analyzer resulted with a glucose value of 56.3 mg/dl. The patient was not adversely affected by the event. The tpuc3 reagent lot number was 63817501 with an expiration date of 5/31/2012. The glucose reagent lot number was 64655001 with an expiration date of 9/30/2012. The field service representative determined the cause to be a bad reagent probe and av2t valve. He replaced reagent probe 1 and 2, replaced the av2t valve; performed mechanism checks, air purge, precision checks and ran samples. The customer calibration and quality control were within their acceptable ranges and sample results passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.